Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device failed the ail (air in line) test in channel b. Failure code 810:04 occurred. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation but has not yet been received. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty ail pcb (air in line printed circuit) board. The ail pcb board has been recalibrated. Additional: the user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable.